Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via e-mail and stated that as he/she removed the toothbrush from his/her mouth, the brush was loose; he/she noticed a tiny pin in the sink and still had the faulty head. No injury was reported. Follow-up: consumer stated that the brush heads were precision clean.